Event description:
It was reported that inaccurate temperature readings occurred. During a cavo-tricuspid isthmus(cti) ablation with 40w the temperature went first down and then rose to 45 degrees celsius which cut off the power. The catheter was removed and the flush ports were checked and were working properly. The procedure was continued however the temperature behavior of the catheter had been a bit odd during case as the temperature had wandered without obvious reason, the temp remained at least underneath 45 degrees. The procedure was completed with no patient complications being reported.

Manufacturer narrative:
Visual inspection of the device showed dried body fluid found on the handle, main shaft and distal end. Dried saline found on distal end and inside several irrigation ports. While manipulating the shaft, continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. During pressure testing the decay values were below the maximum acceptable limit. The distal tip electrode was immersed in 0.45% saline for 30 minutes. Tc+ and tc- to tip resistance measurements remained open. Next, the device was connected to a metriq pump. After pumping for approximately 30 minutes at a flow rate of 30 ml/min, tc+ and tc- to tip resistance measurements remained open. A metriq pump was connected to the device and the distal end was suspended in the center of a 250ml beaker. After 5 minutes at a flow rate of 30ml/min (ablation rate), the beaker contained approximately 148 ml of 0.45% saline, which was within spec. The device passed inspection and all electrical/functional testing.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that inaccurate temperature readings occurred. During a cavo-tricuspid isthmus(cti) ablation with 40w the temperature went first down and then rose to 45 degrees celsius which cut off the power. The catheter was removed and the flush ports were checked and were working properly. The procedure was continued however the temperature behavior of the catheter had been a bit odd during case as the temperature had wandered without obvious reason, the temp remained at least underneath 45 degrees. The procedure was completed with no patient complications being reported.